Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any medical or surgical intervention required? Were there any adverse patient consequences?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. Twenty one days after the operation, suture extrusion occurred with pain. There was no medical or surgical intervention reported. There were no adverse patient consequences reported. Additional information has been requested.